Manufacturer narrative:
(B)(4). Insulin pump was received with all buttons unresponsive due to corroded keypad traces. Insulin pump had cracked case at display window corners, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.